Event description:
It was reported that a request was made for technical services (ts) to review stored data from this pacemaker system. Upon review, ts identified far-field oversensing occurring on the ra channel after atrial pacing, causing the device to track and pace in the ventricle in an irregular manner. Ts recommended device reprogramming. No adverse patient effects were reported. This pacemaker remains in service.